Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: h4, h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) two years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus determinate that clv-190 unit is operating without any problem and the problem was large intestine endoscope its own. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During a follow-up communication with the customer, it was reported that the clv-190 light source was working fine, and the problem was identified as being with the colonoscopes themselves. The customer was able to troubleshoot with the loaner light source unit, tested a few scopes, and was able to discover the problem. The customer will not be returning the subject device. The subject device referenced in this report was not returned for evaluation; therefore, the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during a diagnostic procedure the light source experienced error code b30 (scope communication) message. There are no reports of patient harm.